Event description:
It was reported that lead dislodgement was observed on x-ray. The lead was explanted and replaced when repositioning was unsuccessful. The patients condition was good post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.